Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the warranty seal was compromised. The enclosures were damaged and separated. A functional evaluation found no issues. The complaint was confirmed. The unit no longer conforms to smith & nephew manufacturing specifications. Based on physical evidence, it appears the reported failure is a result of a third party service. Factors that could have contributed to the reported event include disassembly by a third party. The spider 2 limb positioner instructions for use provides the following warnings and precautions: ¿only trained individuals should perform maintenance on the spider2.¿ a review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the screws case of the spider were broken; therefore, the spider did not hold. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.